Event description:
A 55-yr-old female was undergoing laparoscopic cholecystectomy for chronic cholecystitis and cholelithiasis. The physician describes that some bleeding was encountered and procedure converted to open chole. The gallbladder was removed and at that point it was noted that one of the grasper clips was "defective" and the small wire which makes the grasper retract open and close, was lost in the peritoneal cavity. This was even smaller than the staples. X-ray revealed that the wire was in the subhepatic region but exploration of the area failed to reveal the piece of wire. The surgeon documented in the or report that since the wire was so small there was no further exploration done to retrieve it. Pt abdomen closed, and pt admitted (this was scheduled as an outpatient procedure. Pt discharged 3 days later to be followed by the surgeon in his office.